Event description:
The initial reporter stated that after priming they observed air in the tubing past the filter. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. No other information was provided. Complaint-(B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.